Event description:
The customer reported that the insulin pump had a blank display. The blood glucose reading was 336mg/dl, and she treated with 16 units of lantus and 14 units of humalog. During the call, the customer mentioned being hospitalized with diabetes ketoacidosis and had kidney problem as well pain due to a previous accident. The customer stated that the blood glucose meter was reading 263mg/dl, however, when she checked it was over 600mg/dl. The caller experienced excessive urination, tired, nausea, agitated and thirsty. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.